Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a primary plum set, 0.2-micron filter, clave y-site, polyethylene-lined tubing, secure lock, and 104-inch tubing. It was reported that three taxol infusion sets leaked during administration. A few drops of fluid were observed on the taxol filter square portion. No patients had direct exposure to the fluid drops. The issue was discovered halfway through the infusion, so the set was exchanged and the remaining infusion was administered. The taxol set exchange caused a 15-minute delay in therapy. This resulted in a minor inconvenience; however, the drug zynyz was lost in the line that was exchanged. There was patient involvement, but no harm occurred.